Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully cleared the alarms and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.